Event description:
A surgeon reports that during intraocular lens (iol) surgery, an additional incision was made, the lens was folded and removed. The reason for removing the iol is unknown. Additional information has been requested.